Event description:
Healthcare professional reported, "fever, chills, vomiting, sepsis, cellulitis". Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and "sepsis".

Event description:
Healthcare professional reported "fever, chills, vomiting, sepsis, cellulitis." Device has been explanted. This record is for the right side.